Event description:
It was reported that during a procedure, the pressure gauge automatically deflated after 20bar. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one presto inflation device was returned for evaluation. No anomalies were noted to the housing, tubing, handle or site gauge. Syringe was noted to be filled to 0 marker, no other anomalies noted to the device. On the functional testing, the presto device was connected to an in-hose pressure gauge. The returned presto was inflated to 20atm with 294psi reading which is within the acceptable limit as per the product performance specification. No other functional testing performed. Therefore, the investigation was unconfirmed for the reported incorrect reading as the presto device shows the correct reading on the pressure gauge during the functional testing and is within the acceptable limit as per the product performance specification. A definitive root cause for the incorrect reading could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2024), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one presto inflation device has returned for evaluation. No anomalies noted to housing, tubing, handle or site gauge. Syringe was noted to be filled to 0 marker, no other anomalies noted to the device. On the functional the presto device was connected with the in-hose pressure gauge. The returned presto was inflated to the 20atm with the 294psi reading. No other functional testing performed. Therefore, the investigation was unconfirmed for the reported incorrect reading as the presto device shows the correct reading on the pressure gauge during the functional testing. A definitive root cause for the incorrect reading could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2024). H11: h6(method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a procedure, the pressure gauge automatically deflated after 20bar. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 02/2024.

Event description:
It was reported that during a procedure, the pressure gauge will automatically deflate after 20 bar. The procedure was completed using another device. There was no reported patient injury.